Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after the second firing, the return knob was returned, but the jaws would not open. The surgeon had to resect more tissue than what was originally planned due to the product problem.